Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone 8 plus phone with ios operating system version 16.3.1. Customer received a "scan error" message and was unable to obtain readings. As a result, the customer required an unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.